Event description:
It was reported that a patient presented with intermittent atrial undersensing resulting in inappropriate exit from automatic mode switch on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported; the device will continue to be monitored. There were no patient consequences.